Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) plug did not deploy and the device jammed. After the physician pressed the button to deploy, he removed the device as usual. When he looked at the groin, the part with the plug was still sticking out of the patient. The physician then stated the ¿device just came apart.¿the plug did not deploy, the pieces were removed, and manual compression was applied. There was no harm to the patient. The product was clinically used and will be returned for analysis. The exoseal vcd was prepped according to instructions for use (IFU). There was no damage noted to the packaging of the device. There was no difficulty removing the products from the package. The exoseal with the sheath introducer continued to be retracted carefully as a unit. The back-flow bleed back indicator stopped at this time. The graphic pattern in the indicator window changed to black-black. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Excess force was not used during insertion. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The deployment button was fully depressed and flushed against the handle. Excess force was not needed to fully depress the button. The button did not depress half way only. The plug was not fully contained in the shaft when removed from the patient. It was reported that the plug was not deployed, not completely in the shaft, but was visibly protruding from the end of the delivery shaft. There was not any bleeding complication during or after the procedure. The device separated into two or more pieces. The distal aspect separated. After deployment, the indicator wire was in the patient upon removal of device.

Manufacturer narrative:
Complaint conclusion:as reported, the 6f exoseal vascular closure device (vcd) plug did not deploy and the device jammed. After the physician pressed the button to deploy, he removed the device as usual. When he looked at the groin, the part with the plug was still sticking out of the patient. The physician then stated the ¿device just came apart.¿ after deployment, the indicator wire was in the patient upon removal of the device. The plug did not deploy, the pieces were removed, and manual compression was applied. There was no harm to the patient. The product was clinically used and will be returned for analysis. The exoseal vcd was prepped according to instructions for use (IFU). There was no damage noted to the packaging of the device. There was no difficulty removing the products from the package. The exoseal with the sheath introducer continued to be retracted carefully as a unit. The back-flow bleed back indicator stopped at this time. The graphic pattern in the indicator window changed to black-black. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Excess force was not used during insertion. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The deployment button was fully depressed and flushed against the handle. Excess force was not needed to fully depress the button. The button did not depress half way only. The plug was not fully contained in the shaft when removed from the patient. It was reported that the plug was not deployed, not completely in the shaft, but was visibly protruding from the end of the delivery shaft. There was not any bleeding complication during or after the procedure. The device separated into two or more pieces. The distal aspect separated. After deployment, the indicator wire was in the patient upon removal of device. Per fal analysis, the delivery shaft was received separated from device.one-non-sterile exoseal vascular closure device 6f was received inside a plastic bag. The exoseal device was received inserted in a cordis catheter sheath introducer 6f. The guard and deployment lever were received fully depressed. The indicator window was observed on black/white/red positions. Per visual analysis, the indicator wire was received properly assembled. The delivery shaft was received separated from the device and the plug was received partially deployed. Also, a kinked condition was observed on the delivery shaft from the distal section (at 3 cm). Dried blood residues were observed on the device. No other damages/anomalies were observed. The functional analysis could not be performed due to the condition in which the device was received for analysis. The inner diameter of the delivery shaft was measured and found within specification. A meeting was held with the product engineering team to analyze the complaint unit and determine the possible cause of the delivery shaft separated. During the inspection, the handle of the device was opened to identify possible internal damages. The components were found in good condition and assembled correctly. Also, it was observed under the vision system that adhesive was found in the union of the delivery shaft and the pi collar. A review of the manufacturing documentation associated with lot 17705445 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint.the complaint reported by the customer as ¿vascular closure device (vcd) - deployment difficulty-partial deployment¿ and "delivery shaft- separated - in-patient" were confirmed due to the condition in which the product was received. However, it was determined that the partially deploy may be related to the delivery shaft separated. Nonetheless, based on the pet investigation and product evaluation, procedural factors and handling process may have contributed to the event as reported. The complaint reported by the customer as ¿indicator wire - separated - in-patient¿ was not confirmed, since the indicator wire was received properly assembled. However, the delivery shaft was received separated from the device. According to the product instructions for use, the users are cautioned that the vascular sheath introducer and/or exoseal vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair. Neither the product history record review nor the product evaluation suggests that the reported event could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.